Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The customer's address is unknown. (B)(6) USA has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: (B)(4).

Event description:
It was reported that 11 unspecified posiflush syringe had the tip of the luer syringe deformed. The following information was provided by the initial reporter: "material no: unknown batch no: unknown. It was reported via posiflush pmcf survey that the clinician experienced exposure of healthcare worker to blood, difficulty opening package, and stopper separation from plunger, within the past 12 months while see spreadsheet for full event details. 3 issues: 1 exposure of healthcare worker to blood when flushing the cvc, there are difficulties hooking the port and the syringe, 2 difficulty opening package, 3 stopper separation from plunger."